Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 24-jun-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and an irrigation issue occurred during use of the device on the patient. Initially reported occlusion/no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received 06-jun-2024. The issue was noted during use of the device on the patient. Used conventional pumps. No errors, discharge will cut off and problems will be found. Steps taken to resolve the irrigation issue was to replace with a new conduit. Correct catheter settings were selected on the generator. The pump switching from ¿low¿ to ¿high¿ flow during ablation with automatic switching. The event was originally considered non-reportable, however, bwi became aware that the irrigation issue occurred during use of the device on the patient on (B)(6) 2024 and have reassessed the event as reportable. The awareness date for this record is 06-jun-2024.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received. The issue was noted during use of the device on the patient. The device evaluation was completed on 01-jul-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed and the device was found occluded. Further investigation revealed reddish material occluding the irrigation holes in the dome area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the reddish material observed in the dome could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on (B)(6) 2024, noted a correction to the 3500a follow-up #1. Should have included under d4. Primary UDI number (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).